Event description:
It was reported via repair work order that the footboard was working intermittently due to footboard connector being broken on footboard and signal coil cord being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.